Event description:
The customer reported via phone call that she had a no delivery alarm earlier and is now changing out the set. Customer didn't troubleshoot the past no delivery alarm. Customer's blood glucose was reported as 511 mg/dl and was 272 mg/dl at the end of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.